Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during pumping. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery.